Event description:
Provider states that the chair looks like it is leaning to left where the headtube is, provider is not sure where the bend is until he starts taking the parts off. No additional information provided.